Event description:
Clinical study. It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x18mm, 100% stenosed, moderately calcified, thrombotic lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus liberte' 3.0x22mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis with thrombus present possibly. Five days after the implant procedure the patient required a tvr for 50% stenosis in the proximal lad. The lesion was treated with a taxus liberte stent, reducing the stenosis to 0%. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent was unk. The patient was taking aspirin and plavix at the time of this event. There were no other reported complications. The patient was discharged 12 days after admission on aspirin and plavix. This product is approved, but it is similar to a marketed device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.